Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported that the patient presented to the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose level increased to 507 mg/dl while wearing the pod on the abdomen for between 4 and 24 hours. The patient reported that after placing the pod and activating activity mode before work, her glucose levels were higher than expected. She administered a bolus dose; however, upon checking her glucose level later in the day prior to lunch, she observed that it had not decreased. The patient also reported the presence of scar tissue at the infusion site. Reported symptoms included headache and generalized body pain. The patient additionally reported a small bump at the pod infusion site. The patient was evaluated in the emergency room, where a diagnosis of dka was made. Treatment included intravenous insulin, and the patient was discharged the same day. Additionally, the patient reported that she discarded her remaining pods and transitioned to insulin injections until she receives her next pod supply.